Event description:
It was reported the pt previously underwent double valve replacement surgery and received a 19 mm sjm mechanical valve (medwatch #2648612-2011-00043) and a 25 mm sjm mitral valve (medwatch #2648612-2011-00045). In (B)(6) 2011, the pt underwent redo aortic valve replacement surgery to remove the 19 mm sjm aortic valve due to endocarditis. The valve was explanted and this 19 mm sjm regent valve was implanted. Intraoperatively the surgeon attempted to rotate this valve and one of the leaflets fractured and fell into the ventricle. The leaflet was retrieved and another 19 mm regent valve was implanted (medwatch #2648612-2011-00044). The pt expired the following day due to sepsis.